Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings while cartridges from the same box were in use. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1 date of submission 08/11/2016-correction/additional information: this complaint of a loss of prime issue was reported in error. The appropriate complaint against this pump is documented under report# 2531779-2016-20240.

Manufacturer narrative:
Follow-up # 2 date of submission 11/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: the black box data from time of the complaint has been overwritten due to continued use of the pump. Because of the continued use of the pump, the investigation was unable to confirm or duplicate the initial complaint about a loss of prime issue. During testing, the pump successfully completed a rewind, load, and prime sequence and the 24 hour duration test with no errors, alarms, or warnings occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.